Event description:
A cracked and shattered touchscreen on a pump was reported, and it was confirmed that the damage extended beneath the screen protector, rendering the touchscreen unresponsive. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer support arranged for a replacement pump and provided instructions for transitioning to the new device, including storage mode guidance and return procedures for the damaged pump. The customer acknowledged the process and agreed to return the faulty pump within 10 days using the provided return box and label.